Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 600 mg/dl which led to diabetic ketoacidosis (dka) identified as dangerous. Cause of the elevated bg was unknown. Customer went to the emergency room (ER) and was treated with fluids and an intravenous insulin drip. The customer was reportedly in the ER for less than a day and "felt better" after leaving the ER.